Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 13-sep-2024 section h-3: device evaluated by manufacturer: yes device evaluation: a lens was received in a vial with an unknown fluid. The lens was inspected under magnification. The complaint device was received cut in half. The lens was cleaned and presented with no further issues. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of negative dysphotopsia, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, softec hdo iol. During the lens exchange procedure, there was no incision enlargement, no sutures, and no vitrectomy. The following are all unknowns: daily activities significantly affected, procedure delay, medication prescribed (outside of standard care), or if medical attention was required. The iol directions for use were followed. Patient prognosis post lens exchange was reported as fully recovered. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: patient information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: "no information" was provided as the response. Section a-3b patient gender: patient information cannot be provided due to personal data privacy legislation/policy. Section a-4 patient weight: patient information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: patient information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: patient information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.